Event description:
Clinic notes dated (B)(6) 2013 note that the vns patient was experiencing an increase in seizure frequency over the course of a month prior to the office visit. The physician prescribed an increase to the vimpat dosage. It is unknown if the incraese in seizures is above the patient's pre-vns baseline frequency.attempts to obtain additional information have been unsuccessful to date.